Event description:
During an initial leadless pacemaker (lp) implant procedure, after fixation no capture was able to be observed. It was suspected due to the patient's narrow anatomy an optimal position was unable to obtained. Additionally, the multiple attempts at maneuvering the lp resulted in the helix stretching. The lp was removed and the procedure was ended due to the patient's discomfort. A temporary pacemaker was implanted. The patient was stable.

Manufacturer narrative:
The reported event of stretched helix was confirmed the reported event of a failure to capture was not confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Analysis performed, including output verification, found no anomaly contributing to reported events of a capturing problem.